Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat crea cartridges that yielded a discrepant result on three pts. The customer questioning I-stat analyzer (B)(4) it does not match lab and the other I-stat analyzer (B)(4). Refer to MFR report#2245578-2012-00306 (B)(4) and 2245578-2012-00307 (B)(4) for other pt results. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).